Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "the date they received the line is (B)(6) 2023- the infusion nurse has had trouble getting ahold of us due to inactive phone numbers. The date the line was placed (B)(6) 2023 by me. Nothing of note when line was being placed. Blood return and 3cg confirmed, external at 0 cm. (B)(6) 2023 patient dressing changed by home health nurse who pulled line out 8 cm incidentally with dressing change. It was confirmed to use as a midline by md but the home health nurse noticed on (B)(6) with the infusion that there was leaking at insertion site with infusion and the line was pulled. When the line was pulled the home infusion nurse noticed there was a crack in the line at approx 12 cm mark or 4 cm in from insertion at the end point. The infusion nurse flushed and tested the line as well as stabilized the area so as to be reviewed. Did not see any scans where powerflush might have been used. Typically home health only uses prefilled syringes 10cm for flushes and their infusion balls- this patient was 100ml/hr for infusion. Unsure if anyone used anything smaller to flush, line was patent and had good blood return throughout. No physical harm came to patient, they did have to have their line replaced."

Event description:
It was reported by the customer "the date they received the line is 8/28/23- the infusion nurse has had trouble getting ahold of us due to inactive phone numbers. The date the line was placed 7/27/23 by me. Nothing of note when line was being placed. Blood return and 3cg confirmed, external at 0 cm 8/7/23 patient dressing changed by home health nurse who pulled line out 8 cm incidentally with dressing change. It was confirmed to use as a midline by md but the home health nurse noticed on the 8th with the infusion that there was leaking at insertion site with infusion and the line was pulled. When the line was pulled the home infusion nurse noticed there was a crack in the line at approx 12 cm mark or 4 cm in from insertion at the end point. The infusion nurse flushed and tested the line as well as stabilized the area so as to be reviewed. Did not see any scans where powerflush might have been used. Typically home health only uses prefilled syringes 10cm for flushes and their infusion balls- this patient was 100ml/hr for infusion. Unsure if anyone used anything smaller to flush, line was patent and had good blood return throughout. No physical harm came to patient, they did have to have their line replaced."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed as use related. The implicated and returned product was a 4fr single-lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through material fatigue. Material fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. The returned product sample was evaluated and a split was observed between the 11cm and 12cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ a semi-circumferential split ¿ fracture edges which were partially rounded due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) this complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.